Event description:
It was reported that the right atrial lead had dislodged and exhibited inappropriate capture; capturing the ventricle. The right atrial lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events were dislodgment and a capture issue. A complete lead was returned for analysis. The helix mechanism could not be performed due to the helix bent / damaged consistent with procedural damage. The reported event of capture issue was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.